Event description:
Difficulty was encountered during the dialysis graft declot procedure. The ultra-thin sds balloon dilatation catheter was advanced to the venous anastomosis site and the lesion was successfully treated with 3-4 balloon inflations. Calcification at the lesion site was observed. During withdrawal, the distal portion of the catheter broke just proximal to the balloon. A portion of the catheter and balloon remained in the dialysis graft. A snare was inserted and the broken segment was successfully removed from the pt. The pt was reported to have no complications or injuries as a result of the issue. The pt's condition was reported as "fine."